Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that helix was bent, the distal end low voltage electrode had blood and there was apparent explant damage. The analyst commented that the lead was returned with the helix bent. Due to the bent helix, the helix extension/retraction/length testing could not be performed.

Event description:
It was reported that the right atrial (ra) lead had poor sensing one month post implant. Repositioning was attempted but unsuccessful, so the lead was explanted and replaced. It was noted that the patient had experienced heart surgery in the past and had no atrial appendage, and the physician felt the lead was hard to reposition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092, implantable pacing lead, (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.